Event description:
It was reported that the end of life (eol) message was seen. It was noted that the device went intoa power on reset (por), the physician reset it, and it went into a por again. It was furthe rnoted that the implantable neurostimulator would be replaced. It was expected that the patient would gain symptom control again because the patient "perked up" when his device was reset the first time. Additional information received reported that the patient experienced a loss of therapeutic effect due to end of service life of implantable neurostimulator (ins). It was noted that the patient had a ¿dystonic storm¿ with a return of severe parkinson¿s disease symptoms. It was noted that the patient was hospitalized near his home and had to be transported to another hospital for an ins replacement. It was noted that the patient had dramatic improvement in his symptoms after ins was replaced.

Manufacturer narrative:
Concomitant products: product ID 7436, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot# v061739, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v061739, implanted: (B)(6) 2007, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).